Event description:
Additional information received reported the patient was going to meet with their healthcare professional and manufacturing representative to address their dead implant.

Event description:
It was reported that the patient stated her implantable neurostimulator (ins) was not working. The patient stated that she had turned her ins "all the way up" and still could not feel stimulation. The patient stated that she was "leaking" and "going to the bathroom on herself." It was noted that these symptoms began two weeks prior to this report.

Event description:
Additional information received reported that the cause of the event was a non-functioning device/leakage. The patient was reprogrammed on (B)(6) 2013 and the lead wire was found to be ¿dead¿ at that appointment. The patient experienced recurrent urge incontinence. The implantable neurostimulator (ins) reportedly had 49% life left (30-51 months). A revision surgery was scheduled for (B)(6) 2014 to replace the lead. There was no hospitalization of patient injury associated with the event.

Event description:
Additional information received reported that the patient had been scheduled by the doctor¿s office multiple times for reprogramming /battery depletion check and each appointment was canceled. The patient was scheduled for another appointment in a month.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an implantable neurostimulator (ins) replacement/revision and was doing well one week post-surgery.

Event description:
Additional information received reported the patient programmer was ¿not giving an accurate reading.¿ the patient reported seeing ¿ER¿ displayed on the patient programmer. It was noted that troubleshooting was limited due to the fact that the patient no longer had the patient programmer. It was unknown if the issue pertained to the patient programmer or the implantable neurostimulator (ins). Additional information was requested, but had not been received as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer; patient product ID 3 889-28, lot# v565870, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).